Event description:
It was reported that prior to the start of the case, the device was ejecting clips. The customer used another like device to complete the case, with no patient consequence. The device is available for return.

Manufacturer narrative:
Overtwisted jaws. H3. Evaluation summary: the analysis results found that the er420 instrument was returned with the jaws over twisted. The instrument was cycled and ejected the remaining clips due to the condition of the jaws. The instrument locked out as intended. A corrective and preventive action has been initiated to address the root cause of the finding. The batch record was reviewed and no anomalies were noted during the manufacturing process.